Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced twenty-two inappropriate anti-tachycardia pacing (atp) bursts, followed by one inappropriate shock, occurring across eight separate events. These incidents were attributed to undersensing of atrial activity, leading the device to incorrectly classify an atrial driven arrhythmia as a ventricular-driven arrhythmia. Additionally, the device exhibited oversensing of myopotential noise, resulting in inappropriate atrial tachy response (atr) events. Technical services (ts) provided reprogramming recommendations. No adverse patient effects were reported. This crt-d remains in service.